Manufacturer narrative:
Additional information was received that the patient was able to recover and issue was resolved. The investigator reported that the event was procedure related and not device related.

Event description:
A report was received that the patient was experiencing postoperative pain. The patient was treated with medication or regimen was adjusted. The event is device and procedure related. The patient is recovering.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
A report was received that the patient was experiencing postoperative pain. The patient was treated with medication or regimen was adjusted. The event is device and procedure related. The patient is recovering.

Event description:
A report was received that the patient was experiencing postoperative pain. The patient was treated with medication or regimen was adjusted. The event is device and procedure related. The patient is recovering.